Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was rebooting without user intervention. The reporter stated that replace battery alarm did not occur prior to power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2013 - device evaluation: the pump has been returned and evaluated by product analysis 09/16/2013 with the following findings: during investigation, the pump was not able to power on due to moisture damage inside the battery compartment; pump was unresponsive and had no audible tones or vibrations. A test battery cap was used and the pump was still unable to power on. A battery compartment crack was observed in the threads during investigation. There was evidence of moisture contamination inside the battery compartment. The battery cap was not able to be fully tightened to the pump due to damage to the cap threads, cap body and the battery compartment crack. During investigation, evidence of moisture contamination was found on the underside of the battery cap. The pump failed a leak test due to the battery compartment crack. The pump case was removed and no further evidence of moisture contamination was identified inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.